Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was discovered that the rear cab breakout had an exposed communication wire. There were multiple errors with 3d acquisition including frame rate, calibration and buffer queue errors in the data logs. The representative then replaced the rear cab breakout panel and the viewing station of the imaging system computer. The imaging system then passed the system checkout and was found to be fully functional. The viewing station of the imaging system computer was returned to the manufacturer for analysis. The computer was found to have issues with communication time on commands in the system. Resulting in timeouts on the system. This confirmed a software failure due to the efficiency of the computer being too slow. The rear cab breakout panel was returned to the manufacturer for analysis. The panel was to have multiple exposed wires. Indicating an electrical failure due to the exposed wires. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the viewing station of the imaging system restarts without prompt from the user. No additional information was provided. There was no patient present when this issue was identified.